Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a stuck reverse button was observed. A functional evaluation revealed the handpiece activated immediately when plugged into a test control unit. The complaint was confirmed and the root cause has been associated with a mechanical component failure.

Event description:
It was reported the handpiece activated immediately after being plugged into a test control unit due to a stuck button. No patient injury or complications were reported.